Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiple organ failure. The outcome was not device or therapy related and the device would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that multi-organ failure is a known clinical progression in advanced disease states. This event appeared consistent with the natural course of the underlying disease and was not attributable to the device or therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient expired due to multiple organ failure. The health care provider reported that the patient¿s outcome was not considered to be device or therapy related. An autopsy will not be performed, and the pump will not be explanted for evaluation. It was further communicated that the event appeared consistent with the natural course of the patient¿s underlying disease and is not attributable to the device or therapy. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.